Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level. System check was started with tandem technical support (tts); however, customer was unable to complete the check. Multiple attempts were made by tandem technical support to gather additional information and no response was received. No additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.